Manufacturer narrative:
Mentor became aware of event details that were mistakenly omitted/submitted in error in the initial report sent on (B)(6) 2019. The explantation date was incorrectly transcribed into the event summary. Correction: the patient's impacted device was explanted on (B)(6) 2019 and replaced by an unspecified mentor gel breast implant. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the previous reports. The patient's replaced their left-sided device with a 415cc mentor memorygel breast implant (catalog number shpx415, serial number (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/18/2019, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, it was found with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 415cc mentor memorygel breast implant and experienced postoperative left-sided capsular contracture baker grade IV. The diagnosis was confirmed by physician upon examination. As a result, the patient's impacted device was explanted on (B)(6) 2019 and replaced by an unspecified mentor gel breast implant.